Manufacturer narrative:
(B)(4). Batch # v94e2y. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned with no apparent damage. In addition, a tyvek wrapper was received along with the device. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed, held, and formed two conforming clips, but the orange indicator did not show up. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembly, no anomalies were found. No conclusion could be reached regarding what may have caused the condition of the indicator and although no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following: "caution: excessive tissue manipulation with clip in jaws may result in clip dislodgement." The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a digestive procedure, the clips came out from the device but did not hold on to the cystic duct. There was a failure to put in place the clips at each attempt. In addition, the jaws of the device were closed at the opening of the package. Used another device and there were no patient consequences.